Event description:
Rapid sequence induction. Pt intubated without difficulty. Rapid fall of sao2. Unable to disconnect mask from circuit elbow. Required direct connection from ett to circuit "y" piece. Pt then ventilated and spare circuit elbow acquired. Sao2 then responded appropriately to 98%. No other sequelae apparent. Still unable to remove mask from elbow.